Event description:
Attempt to implant. 6mm fibular implant-the bovie broke in half-was removed and replaced with another piece of 6mm similar.

Event description:
Add'l info rec'd from MFR 10/24/02: MFR is writing in response to a letter that they received regarding the above-referenced allograft. As discussed, the item identified in the letter is allograft tissue and not a device. Therefore, the MDR reporting requirements do not apply in this instance. The serial number and the catalog number (mtf tissue code) referenced in the report match the description of an 6mm sbs fibular cross section that was shipped to medical center on february 21, 2002. To date, MFR has not received any report from the hospital referencing this tissue. In addition, the hospital was not issued a credit authorization or a return authorization for the tissue. On october 22, 2002, MFR spoke with materials mgmt dept at the hospital's day surgery center listed as contact person for the account. They were unable to verify the serial number or provide any info about the report. They had MFR's phone number and had agreed to contact MFR if add'l info becomes available.